Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed both tamper seals were missing, the battery door and both plunger cases were cracked. Review of the event history log showed an occurence of syringe empty- stop. Functional testing involved occlusion testing, and checking and testing the position pot sensor. The investigation found that the device alarmed syringe empty immediately during infusion. The investigation determined that a broken position pot tab was the cause of the reported issue.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a syringe empty message. No adverse patient effects were reported.